Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 25 mcg/ml prialt at 5 mcg/day via an implantable pump for non-malignant and chronic low back pain. On (B)(6) 2016, it was reported that the patient's pump had flipped in the pocket and a pocket/catheter revision was planned. When the pump pocket was opened, the surgeon suspected a possible infection. Cultures of the pump pocket and a csf sample were sent for assessment. The pump and catheter were explanted. On (B)(6) 2016, additional information was received from the hcp. The cultures of the pump pocket had negative results and the hcp believed that the cause of the possible infection was a sterile inflammatory response. Additionally, the hcp indicated that the patient's history of obesity was the cause of the pump flip. No other patient symptoms were reported and the issue was resolved at the time of the report. The patient's medical history included obesity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.